Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 58 trident cup. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was revised for instability so cup, liner, screws and femoral head were removed. Reimplanted new cup, screws, mdm liners and femoral head. Left hip